Event description:
It was reported that the patient experienced double vision and tinnitus. The patient's hcp had been steadily increasing the patient's daily dose. The patient was admitted to the hospital with worsened spasticity and tone. The medication being delivered via the device system was not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B) (4).